Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) evaluated the subject device and confirmed there were dents on the distal end of the subject device, but there was no abnormality related to the event in the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility noticed perforation in the intestine of three patients a few days after following procedures using the subject device. First patient: mucosectomy with unspecified mucosectomy accessories. Second patient: polyectomy with unspecified polytectomy snare. Third patient: coloscopy. Other detailed information was not provided at present. The patient's condition is currently unknown. Omsc is submitting three medical device reports according to the number of the patients. This is two of three reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed that there was no irregularity in the subject device. The exact cause of the reported event could not be conclusively determined.